Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board and tubing kit were replaced to address the issue. The device's flow sensor assembly and universal porting block were found to be physically damaged. The flow sensor assembly, and universal porting block were replaced to address the issue.